Event description:
The device was used during a bronchus procedure. It was reported by the affiliate that a complete suture line did not form. The hole had to be closed by suture. There was no consequence to the patient.